Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-08685- device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-march-2024, it was reported by the patient that four infusion set cannula fell off due to which hyperglycemia occurs within 2 days of use. High blood glucose level was 250 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.